Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) had migrated and uncomfortable of the ipg around the implant site. It was noted that patient had difficulty charging the ipg and needs to charge it more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.